Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. In-office testing found wavey baselines on the electrograms when the patient simulated a hug-type movement. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.